Event description:
It was reported that prior device release, the pacemaker failed to be interrogated via radiofrequency (rf) telemetry. The device was not installed and an alternate device was used in procedure on (B)(6) 2022. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The product was returned and the reported event of failure to interrogate through rf telemetry was confirmed. Electrical testing confirmed the device exhibited no rf telemetry. The cause of the reported event was not established.